Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The hm3 lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to sepsis resulting in the withdrawal of support. No further information was provided.